Event description:
Ard medical indwelling foley catheters from lot ngkp1715 presented a suspected catheter integrity defect affecting product performance and patient safety. The issue occurred with three (3) foley catheters from the same lot inserted on (B)(6) 2026, (B)(6) 2026, and (B)(6) 2026, all of which resulted in unexpected balloon deflation after insertion. Prior to insertion nursing staff performed balloon integrity check and confirmed the retention balloon was intact and able to retain water. However, upon follow-up assessment after balloon failure, a small hole was identified in the catheter, suggesting a potential defect not detectable during the pre-insertion balloon test. This defect required repeated catheter replacement and reinsertion, increasing patient discomfort and risk of complications. Pt code: 2330. Device codes: 2205, 4061. Reference: mw5183114, mw5183115.